Event description:
On (B)(6) 2004, a 33 mm masters series valve was implanted. On (B)(6) 2017, the valve was explanted due to endocarditis and replaced with 29 mm biocor valve. The patient was discharged on (B)(6) 2017 and per report, the patient died the same day. The cause of death is unknown.

Manufacturer narrative:
The results of this investigation concluded the 33 mm masters series valve contained healing and active prosthetic valvular endocarditis. There were active and chronic vegetations on the sewing cuff. Both leaflets were able to fully open and close with no resistance occurring. A gram stain was negative for organisms. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and the analysis performed. The cause of the reported event remains unknown.